Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the device wasn't working anymore and it was causing them pain. The patient reported the pain was in their vagina and they couldn't really tell if it was a local pain or more of painful stimulation, but the pain was constant. Patient had tried making adjustments to stimulation, but none of it helped. The patient's implanting physician couldn't see them until december, so they were looking for a new healthcare provider. Patient was sent healthcare provider listings. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the device not working was due to the battery had been 5-6 years. The patient stated that they just needed a health care professional (hcp) who could replace the ins and the patient was desperate at this point. The patient also noted that they called their hcp who could not get the patient in to see them until mid (B)(6). It was mentioned that the patient was in pain, sometimes would urinate without warning, and sometimes could not urinate. There were no further symptoms or complications reported or anticipated.